Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147534.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) lead was under-sensing and had further device sensing problems in the form of p-wave amplitude variation. The patient was asymptomatic. Further information was not provided.